Event description:
During use of the pump, kinked catheter and other alarms were experienced during start up. Then the balloon on the iab would not inflate. Because of these issues, the pump was exchanged. There were no associated pt complications.